Manufacturer narrative:
Sanjeva et al in long-term safety and effectiveness of the ''optease'' vena cava filter in cardiovascular and interventional radiology; doi: 10.1007/s00270-010-9969-9, report that in one patient had thrombus in the filter without caval occlusion. No additional information has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. No corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Factors that may have influenced the event include patient, pharmacological and lesion.

Event description:
Sanjeva et al in long-term safety and effectiveness of the "optease" vena cava filter in cardiovascular and interventional radiology; doi: 10.1007/s00270-010-9969-9, report that in one patient had thrombus in the filter without caval occlusion.

Manufacturer narrative:
Please note: the catalog code (466fxxxx), represents an unknown optease vena cava filter. The catalog and lot numbers for the actual product used in the procedure is unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt. This device is not available for testing and evaluation.